Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. Analysis determined no visual anomaly and the pump was functioning per specification. Flow testing confirmed the pump was dispensing accurately. No low battery alarm was present after running the pump at a maximum rate for over 24 hours; however, the pump was within the average life expectancy of 5-7 years.

Event description:
The pt experienced a loss of analgesia. The pump was determined to be at end of service. They were unable to aspirate fluid from the catheter. The catheter was found to have a kink/occlusion in the subcutaneous section. The pump was replaced. The lumbar portion of the catheter was replaced. The pt recovered without sequela. The device system was used to deliver morphine sulfate, bupivacaine, and clonidine.